Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received in a patient letter on (B)(6) 2016 reporting that the patient¿s managing physician had been notified within the last couple of months. It was reported that replacing the patient programmer batteries did help the stimulatory changes. It was reported that the manufacturer representative came and did an adjustment on the stimulator to resolve the issue of ¿one part not stimulating.¿

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 97740, serial# (B)(4), product type: programmer, patient.

Event description:
Information was received from a patient who was implanted with a neurostimulator for spinal pain. It was reported that the day before yesterday the patient had one part that was not stimulating and needed help using the patient programmer to make changes. The patient was seeing the change the patient programmer batteries screen but the patient did not have any batteries. The patient planned to get new batteries and might call back for further assistance to use the pp.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.